Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction" error message on the mx40 telemetry device which was found to be a speaker failure. No adverse event involving patient or user was reported.

Event description:
The customer reported a "speaker malfunction" error message on the mx40 telemetry device which was found to be a speaker failure. The device was not in use on a patient; the issue was identified by the biomed when the device was powered on in preparation for use. No adverse event involving patient or user was reported.